Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia peritoneal dialysis (pd) cassette leaked; further described as "fluid was leaking from the heater line (near the clamp)". This was noticed during prime. During troubleshooting, renal therapy services (rts) noted the caregiver (cg) opened the cassette package with a pair of scissors. A pinhole was observed on the heater line (near the clamp). Rts advised the cg to avoid using a sharp object when opening the packages. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection performed a cut on the two supply lines next to the blue shrouders. There was a cut present on the organizer and in the overpouch. Functional testing, including clear passage testing performed, clamp function testing performed with no issue noted but leak testing noted leak through a cut on the two white clamp supply lines. After further analysis, a horizontal cut on the blue organizer at the two supply line locations and two horizontal cuts along the print side of the over pouch were observed indicating the over pouch was opened with a sharp object causing the cuts on the two supply lines. The reported condition was verified. The cause was determined to be user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.